Event description:
Additional information received indicated that the device was explanted and replaced due to the elective replacement indicator/end-of-life indicator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock therapy due to undersensing atrial events. Programming changes were made and patient will continue to be monitored.

Manufacturer narrative:
Correction: please correct this report 2938836-2015-28874 as the device explant was already reported in 2938836-2017-18622.